Manufacturer narrative:
A complaint investigation was performed on the infusion pump. The device event log/alarm history was reviewed and there was no error code identified. The self test and the visual inspection both passed. The customer's complaint that the device failed to alarm when air went through the cassette and while the pump was running at 999ml/hr @ 285 vol was tested and no issues were identified. The device alarmed as expected when there was air in the line. The customer's complaint was not confirmed. Performance verification testing (pvt) was performed on this device and the device passed all tests. A probable cause was not found, and no issues were identified with the device. Updated information can be found in d9. D9 - date returned to mfg: 27dec2022.

Event description:
The event involved a plum 360 that allegedly allowed air to migrate distally past the air trap, within the cassette, all the way through without alarming. The programming parameters were that the rate was on the secondary while running at 999ml/hr and the volume to be infused was 285ml. The pump had been delivering for 17 minutes; and then the pump beeped and indicated the user to back prime. When the nurse arrived at the pump, there was about an inch and a half air past the chamber, into the tubing. The air was proximal to the pump and there was no solution leakage. There was no air eliminating filter in use at the time of the event. Normal saline on the primary was flushed and the air from the tubing was flushed out into the garbage. There was unknown patient involvement and no human harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received. Initial reporter phone: (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Updated information can be found in d9.